Manufacturer narrative:
Device evaluation: the device was received for analysis in two sections as a result of a break that occurred in the hypotube. The break was located approximately 17.3cm distal to the strain relief. This type of damage is consistent with excessive force having been applied to the device. A severe kink was found on the hypotube. The kink was measured at approximately 20.5cm distal from the strain relief. This type of damage is consistent with excessive force having been applied to the device. A detailed microscopic examination of the balloon material and markerbands could not identify any potential issues that could have contributed to the complaint incident. A recommended sized product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context, due to the anatomical and/or procedural factors encountered.

Event description:
This event is reportable based on the product analysis approved on 12/16/2008. It was reported that during an unspecified procedure, they were unable to cross the lesion. The highly calcified lesion was located in the left anterior descending artery. The physician advanced the 2.0x15mm maverick balloon catheter to the lesion, but was unable to cross. The physician attempted to cross the lesion a couple more times with non-bsc balloon catheters but was unable to get through with any of the devices. There were no pt complications. "Eventually" the patient "was sent" to a cardiovascular surgeon who performed a coronary artery bypass graft. Pt's status is reported as "good". However, the returned product analysis revealed a broken hypotube.